Event description:
It was reported the patient had a major problem, and was in ¿full blown withdrawal¿. The patient was brought into the hospital because of the symptoms. Per the reporter, the patient¿s pump managing health care provider (hcp) was supposed to do a catheter check/dye test, but it was not thought that had taken place as of the report date. The hcp had pulled medication out of the pump, and had deemed it was operating okay. Per the reporter, the patient¿s issues started on (B)(6) 2013, when the hcp tried the medication sufenta. The patient got ill at that time, so the hcp upped the medication by 60%. Then the hcp had then cut it back and told the patient the plan would be to change it up in a few days following, but the patient began to feel better so they gave it another week. The date the hcp took sufenta out and put dilaudid back in at the previous dose settings, was the monday previous to the report date. The patient¿s symptoms at the time of report were diarrhea and changes of going from sweating to freezing. When the patient was in the hospital, she got a dilaudid injection, which seem to 'fix her' for a couple hours, and further had a fentanyl patch on. The patient¿s hcp was on vacation, but the patient was going to attempt to contact a backup for the hcp. It was later reported that the patient was hospitalized, and diagnostic studies were performed. The hcp performed a dye study, rotor/roller study, checked the pump logs and did x-rays, none of which found any issues. When the hcp access the catheter access port (cap), they were able to aspirate 3-4ml of white clear fluid. The patient was getting less than 50% of therapy relief, but the diagnostic testing showed the pump to be functioning properly. The patient continued to demand there was something wrong with the pump, even though the hcp could not find an issue. It was later reported that the patient¿s pump and catheter were replaced on (B)(6) 2013. It was subsequently reported that the patient was doing well with new pump system.

Event description:
Additional information reported the pump was used to deliver dilaudid at 15 mg/day. The device was intended for treatment. There was no patient death or injury and the patient recovered without sequela. The rotor study and the dye study tests results were indicated as ¿passed.¿ it was also documented, ¿everything appeared to work fine, but physician wanted 100% new system implanted.¿ additionally, it was reported that, to test the catheter and pump function, 1.4ml of an unknown radioactive isotope was added to 37.5ml of drug in the reservoir. The reservoir was emptied but traces may still exist.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that it had also been reported that the pump was delivering marcaine (26.6 mg/ml at 10 mg/day).

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomaly. Final analysis of the catheter found coring/tears/cuts in the seal of the sutureless connector of the catheter, which met leak criteria.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had always had an issue with constipation. Additional indi cations for use included failed back surgery syndrome. Starting in (B)(6) 2013, the patient had been in withdrawal for 6 weeks. That (B)(6), a new hcp assumed responsibilities for the patient's pump and changed the medication (previously reported as changed to sufenta) and, within a few days, the patient began to get deathly ill. The patient returned to the hcp, who put back in the original medication (previously reported as "hcp took sufenta out, and put dilaudid back in at the previous dose settings). The patient got sicker and sicker, and seemed to be in withdrawal; they had chills (also reported as hot/cold), sweats, felt like bugs were all over them, shook, couldn't eat, lost 10 pounds in 1 week, and had severe diarrhea. Several trips were made to the office of the hcp, and each time the patient was told that it was not their pump that was making them sick; the hcp would turn the pump up however. The patient got so sick, that they were admitted to the hospital twice through the emergency room (ER); they were told that they were going through withdrawal; an isotope test was suggested, but the hcp refused to allow it, as they did not agree. Each time the patient wen in the hospital, they were given intravenous pain medicine and they would get better, but then they were sent home to start over with all the symptoms. Subsequently, a radiologist ran a simple test to look at the pump and catheter; it looked as if the catheter was crimped in two places. As the hcp managing the pump did not act on the radiologists findings, the patients primary hcp walked the patient to admissions and, on around (B)(6) 2013, the patient had an isotope nuclear test on the pump, which showed that the pump was not working; they had received no medications from the pump during the previous 48 hours that it scanned for. The pump and catheter were subsequently explanted and replaced. The drug in the pump at the time of the event was dilaudid (concentration, dose, dates of therapy, and lot number were unknown). As of (B)(6) 2013, with the implantation of the patients current pump, their constipation had resolved. The patient was redirected to their hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.